Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost" and "the health of the bone and gums which support the teeth may be impaired or aggravated". Align's clinical review of the available records show that tooth 4.1 had periodontal issues, moderate recession and that the initial treatment plan had significant movements planned for this tooth alignment. No conclusive evidence has been provided that supports or opposes whether the aligners caused or contributed to the tooth loss and therefore, this event is being filed as an MDR per 21 cfr 803. There is no conclusive evidence to confirm the date of the tooth extraction, and the date (b3) is based on the timelines reported to align and compared to the patient information.

Event description:
The treating doctor reported that the patient needed the extraction of tooth 4.1 due to tooth poor prognosis while using the invisalign product. No additional information is available at this time.

Manufacturer narrative:
Correction under brand name and model number, no impact on traceability.